Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
While inserting 1fr PICC (peripherally inserted central catheter), line broke into two pieces. Line remaining in baby was held at insertion site and able to be removed. Entire catheter length removed and accounted for. Verified by second rn (registered nurse). New PICC was inserted without incident.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). The returned catheter was received in two pieces. The distal end of the catheter was cut at 73 mm. The fracture plane showed typical signs of a partial cut. This is typical for a catheter that is pulled back through the needle. Microscopic examination confirmed this initial diagnosis. The catheter showed a v-shaped mechanical damage to the distal fragment and the proximal catheter. There is a statement in our product's IFU: important caution: at no time should the catheter be withdrawn back through a splitting needle. If it becomes impossible to advance the catheter into a satisfactory position, then the needle and catheter must be withdrawn simultaneously. The result of withdrawing a catheter back through the needle can be catheter embolism. A review of the batch history records was performed, and no deviations was found. The batch complied to specifications and was released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual checks are performed for product/component presence, the presence of cavities, and product seal integrity. Corrective action: no further corrective action initiated by quality management due to this complaint, as there are no indications of a manufacturing fault.

Event description:
While inserting 1fr PICC (peripherally inserted central catheter), line broke into two pieces. Line remaining in baby was held at insertion site and able to be removed. Entire catheter length removed and accounted for. Verified by second rn (registered nurse). New PICC was inserted without incident.